Event description:
Pt suffered left distal tibia fracture. The surgeon implanted an 8-hole medial distal tibia plate, eight 2.7mm va locking screws, and three 3.5mm va locking screws. It is reported that the surgeon had difficulty with two distal 2.7mm va locking screws locking to the plate in the anterior distal most 2.7mm va locking hole and the center distal most 2.7mm va locking hole. While the surgeon was attempting to insert the 2.7mm screws, the locking head threads would not catch the threads in the plate to lock. The surgeon removed the two screws and re-drilled one of the holes the screw was in and it was able to lock properly. The surgeon left the other hole empty. This is 1 of 4 reports being submitted.

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.